Event description:
It was reported that in the picu, the swg became stuck when inserting it into the needle. As a result, it was removed and upon removal, the swg was found "deformed". A new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). This report was initially reviewed and determined to be non-reportable. However, upon receipt and review of the returned sample on (B)(4) 2013, the swg was broken and this report became reportable. F/u report will be filed if add'l info becomes available.